Event description:
During product evaluation by a baxter service technician, a flogard infusion pump experienced failure f38 on pump one with the pump one right force sensing resistor (fsr) out of specification. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during preventative maintenance. The cause was determined to be the right fsr out of specification. If any additional information is received, a follow up MDR will be sent.